Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however a specific bg value was not provided. A bolus was delivered to address bg level.